Manufacturer narrative:
The device was received with the shuttle cartridge disengaged from the handle and the distal end was covering balloon proximal bond. Visual inspection of the catheter shaft revealed that the proximal tamp lock was dislodged and abutted the distal tamp lock was observed on the polyimide shaft. The review of the lhr (lot f1314001) indicated that the device lot met all established performance criteria prior to shipment. The proximal tamp lock of the returned device was dislodged prohibiting the advancer tube from properly engaging the tamplock, resulting in failure to deploy. Based on the provided information and the investigation performed, the cause for the tamp lock detachment is bond failure at the polyimide shaft.

Event description:
The following information was reported: the advancer tube was not present when the sheath was retracted (the advancer tube was retracted back with the sheath with a major part of the sealant). Manual compression was applied for less than 30 minutes. The patient's hospitalization was not relevant to the mynx. Stick location: femoral head (classic stick). Procedure: interventional neuro radiology.